Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged therapy electrode, "adjust belt" messages, "check therapy pad" messages) was confirmed. Upon investigation, the electrode belt failed an ECG fall off test. There was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the test failure was isolated to the broken solder connection. The root cause of the broken solder joint was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged therapy electrode and that a patient was receiving "adjust belt" and "check therapy pad" messages.